Event description:
It was alleged by the customer that they saw flames coming from their power load unit and smelled smoke. Upon evaluation, the anchor charging cable was found to be melted, but no further heat damage was found. No patient involvement and no adverse consequence or clinically relevant delay in treatment was reported.